Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remains hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) additional information: the date of onset of the peritonitis event was updated to (B)(6) 2015. It was reported that the peritonitis event was manifested with cloudy urine. The cause of peritonitis was due to an unrelated event (infected pd catheter). On an unreported date, during hospitalization, the patient was treated with unspecified antibiotics (intravenously and orally, dose, frequency and duration not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital and was at home. As the cause of the peritonitis was due to an unrelated event, the initial reported event of peritonitis is no longer a reportable serious injury. The device is no longer considered suspect product. Should additional relevant information become available, a supplemental report will be submitted.